Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, the cutting balloon was removed from the patient's body after first dilatation at nominal pressure was performed. However, the balloon ruptured when it was used again. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the center of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During procedure, the cutting balloon was removed from the patient's body after first dilatation at nominal pressure was performed. However, the balloon ruptured when it was used again. The device was then simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and patient's status was good.